Event description:
Reportable based on the analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure the device was unable to cross the lesion. The device was removed from the patient and the procedure was sucessfully completed with another of the same device. Returned product analysis revealed shaft break.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by mfg: a visual and microscopic examination identified a hypotube break 250mm distal to the strain relief. Several smaller kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The lumen section of the section had several kinks along its length and had a curled up like shape (this damage may be as a result of the device being coiled up). The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).